Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the patient underwent a primary left l5-s1 spinal root decompression. The next day, the patient presented with "persistent radicular pain". The investigator noted the event as mild in intensity. The physician prescribed exercise and patient was referred to physiatry. The patient was not compliant with the exercise program and was noted as "drug seeking". It is not known if the condition resolved as the patient was lost to follow-up. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted idiosyncratic effect as a possible explanation for the event.